Event description:
An increase in patient's torticollis of neck due to dystonia when he walked was reported. The settings on both left and right side implantable neurostimulators (ins) were 5.0v amplitude with pulse width of 150 microseconds and the rate of 50hz. Left side ins impedance was 827 ohms, right side ins impedance measurement was not available. Both stimulators were at 3.72v at time of implant. In (B)(6) 2011 both were at 3.72v, in (B)(6) 2011 both were at 3.72v. At the time of the report one ins was at 3.60v and the other was at 3.66v. Longevity estimate "showed 30 months." It was noted that the devices were "past the 30 month estimate." Normal battery depletion was reported about four months later. The device was replaced. The patient was hospitalized for one night due to pain.

Event description:
Additional information received reported, the patient's procedure was an "outpatient battery replacement."

Manufacturer narrative:
Product ID neu_ins_stimulator, implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v218104, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v175997, implanted: (B)(6) 2009, product type lead. (B)(4).